Manufacturer narrative:
The reported event was confirmed cause unknown.1 sample were confirmed to exhibit the reported failure. The device had not met specifications. Visual evaluation of the returned photo sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample photo noted the foley catheter was broken into two pieces between the bifurcation and the shaft. A potential root cause for this failure mode could be ¿inadequate design". The device history record review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the port of the foley catheter junction snapped. Per the followup information received on 20jun2023, it was confirmed that based on the photo's attached, the port of foley catheter junction snapped was silicone catheter, not latex catheter. The latex foley catheter seems like the balloon burst or rupture.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the port of the foley catheter junction snapped.